Event description:
During a mitraclip procedure, an effusion occurred which required a pericardiocentesis. The patient later died. Transseptal puncture was performed which was noted to be long and complicated by significant scoliosis in the patient. The procedure was stopped after 1 hour and 30 minutes due to the complexity of this step. The patient later developed an effusion and was taken to surgery for a pericardiocentesis. The patient was then transferred to intensive care and subsequently died as a result of the effusion. There was no complaint from the physician about the device as this event is due to the very complex anatomy of the patient. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.